Event description:
It was reported that during the implant attempt, the lead could not be used because the patient had a very thin ventricular wall. A different lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. It was noted that there was blood in/on helix mechanism. Full lead returned and analyzed.